Event description:
It was reported prior to the implantation attempt, the device tested functionally normal. However, oversensing was noted when the device was placed in the pocket. Manipulation of the device header could not replicate the observed noise on the vegm. The attached lead was tested and found to be okay. The device was disconnected from the lead, explanted, cleaned and re-connected to the lead. No noise was observed at this point. However, when device and lead were positioned back in the pocket, and the pocket was sewed, the same issue reoccurred. Consequently, this device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. However, visual analysis noted grommet damage. Note: this model number is not approved for distribution in the united states; however, it is similar to a device marketed in the united states. This event is being reported due to an alleged or confirmed malfunction.